Event description:
Patient presented to the clinic due to vibratory alert. Upon interrogation, a low battery voltage was observed. The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.